Manufacturer narrative:
Per report, "they are having difficulty putting the catheter down the trach and we are also experienced the ballard getting stuck on suction even though they released the suction port." Customer also reported, "the suction catheter is resistant as you go down to suction invasively. Some of the ballards buttons are getting stuck down even though they are released. We are having to replace daily." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "they are having difficulty putting the catheter down the trach and we are also experienced the ballard getting stuck on suction even though they released the suction port."